Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator and was able to verify customer's reported problem. As a resolution the vhome was recalibrated and replaced the o2 (oxygen) solenoid manifold. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 has low o2 (oxygen) delivery turbine ramps up high volume delivery. As of this time there is no information about patient involvement associated with this reported event.